Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd tube k2edta plh 13x75 3.0 plblce gld was missing the label. There was no report of patient impact.

Event description:
It was reported that the bd tube k2edta plh 13x75 3.0 plblce gld was missing the label. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.1. Device available for eval: yes d.1. Returned to manufacturer on: 03-apr-2024. H.6. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo and sample were reviewed and the indicated failure mode for no label was observed. Additionally, 100 retention samples were visually inspected and no label issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.